Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that her infusion set's tubing detached at the quick release while sleeping and she noticed it as she woke up. The infusion had been in use for one and a half days. The pump was clipped to her underwear and the infusions were stored in the drawer. The patient was unsure if there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.